Manufacturer narrative:
Date of birth: (B)(6); exact date of birth is unknown. It is indicated that the device will not be returned for evaluation as it remains implanted and in service; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced worsening of gait, which was moderate in severity. The patient was admitted to the hospital the same day and the device was reprogrammed. The patient was discharged after a week. The physician assessed the event as recovered/resolved with a possible relationship to stimulation. The physician also assessed that the event was not related to the procedure and hardware.

Event description:
A report was received that the patient experienced worsening of gait, which was moderate in severity. The patient was admitted to the hospital the same day and the device was reprogrammed. The patient was discharged after a week. The physician assessed the event as recovered/resolved with a possible relationship to stimulation. The physician also assessed that the event was not related to the procedure and hardware.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. Model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. A review of the manufacturing documentation for the ipg (db-1200, serial number: (B)(4)) and leads (db-2202-30, serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.